Event description:
A report was received that the patient's ipg had tilted causing pain and difficulty charging. The patient will undergo pocket revision.

Event description:
A report was received that the patient's ipg had tilted causing pain and difficulty charging. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.